Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited high impedances out of range. A spring contact was suspected. The ra lead was evaluate with isometric and pocket manipulations. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited high impedances out of range. A spring contact was suspected. The ra lead was evaluate with isometric and pocket manipulations. Technical services (ts) recommended to monitor for noise until the device is replace with the improved springs. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited high impedances out of range. A spring contact was suspected. The ra lead was evaluate with isometric and pocket manipulations. Technical services (ts) recommended to monitor for noise until the device is replace with the improved springs. This ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated that the physician suspected the out of range measurements were due to atrial fibrillation (af) as they coincide. Technical services (ts) reviewed the recent episodes and sensing was performed as expected with physiologic signals. There were no signs of noise due to open leads. Ts believed that the recent saturated ra impedance measures and the onset of persistent af are coincidental. It was also noted that there were days in af where impedance was completely normal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited high impedances out of range. A spring contact was suspected. The ra lead was evaluate with isometric and pocket manipulations. Technical services (ts) recommended to monitor for noise until the device is replace with the improved springs. This ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated that the physician suspected the out of range measurements were due to atrial fibrillation (af) as they coincide. Technical services (ts) reviewed the recent episodes and sensing was performed as expected with physiologic signals. There were no signs of noise due to open leads. Ts believed that the recent saturated ra impedance measures and the onset of persistent af are coincidental. It was also noted that there were days in af where impedance was completely normal. This ICD system remains in service. No adverse patient effects were reported. Additional information has been received from the field representative and indicated that the patient continues to be monitored and continues to display the same issues associated with the spring connector. The only procedure done on the patient was an af ablation. This ICD system remains in service. No adverse patient effects were reported.